Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension sets had connection issues with interlink solution sets. The retractable collar did not stay engaged upon connection; the ring that locks in place would "unscrew". This was discovered during use; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.